Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the right coronary artery (rca) that was mildly tortuous and mildly calcified. After deployment of a xience prime 4 x 18 mm stent in the lesion, and during post-check angiography, a distal edge dissection was observed at the proximal edge of the stent. A xience prime 3.5 x 33 mm stent was used as treatment. There was no reported clinically significant delay in the procedure. No additional information was provided.